Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the right atrial (ra) lead exhibited low sensing and noise on electrograms (egm) and further exhibited no capture. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.